Event description:
It was reported the customer received a motor error alarm during a fixed prime. It was also found the customer was receiving no delivery alarms during bolus deliveries. Troubleshooting for the no delivery alarm was not completed as the motor error alarm had occurred. Customer also reported their blood glucose reaching 429 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.